Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, the balloon catheter froze on a guide wire. The 75% stenosed lesion was located in the non calcified and moderately tortuous mid left anterior descending (lad) artery. The 15mm x 2.25mm nc quantum apex ptca dilatation catheter was advanced to the target lesion and inflated to 15 atms for 8 seconds. Upon attempting to withdraw the quantum apex ptca dilatation catheter significant resistance was encountered as the dilatation catheter was frozen onto another manufacturer¿s guide wire. The quantum apex dilatation catheter and the guide wire were removed together from the patient and excessive force was required to separate the two devices. The guide wire and the quantum apex ptca dilatation catheter were reinserted and the dilatation catheter was inflated to 20atms. During inflation the quantum apex ptca dilatation catheter froze on the guide wire again and the two devices were removed from the patient together and excessive force was required to separate the two devices. The guide wire and the quantum apex ptca dilatation catheter were reinserted into the patient a third time. The procedure was completed with this device. A significant delay in procedure was reported and the patient's status is good.